Manufacturer narrative:
Findings: unit received with blank display due to corrosion on all electronic assemblies. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. Due to blank display. Corroded motor assembly, vibrato motor assembly and battery tube noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to lake water. Customer stated pump is dropped accidentally in lake. Customer reported there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.